Event description:
It was reported that the loaner is dark and the display dims. When asked to put out 50% light, the unit shuts off. When a spare bulb was put in, there was no effect. It was further reported that the case was delayed a few minutes.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.